Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an initial increase in power consumption on (B)(6) 2017; however parameters returned to normal later on the same day. Multiple low flow alarms have been logged on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, high rpms. Based on the risk documentation, the most likely root cause of the low flows can be attributed to multiple factors including but not limited to inappropriate pump rotational speed, kink in outflow graft, thrombus at inflow cannula/outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump had power consumption above normal operating range.

Manufacturer narrative:
Correction: describe event or problem: this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during implant procedure, flow estimation was higher than expected for approximately 1.5 hours. Expected flow was based on patient size and flow was achieved on cardiopulmonary bypass of approximately 3.5-4.0 liters (l). Flow on ventricular assist device (vad) was reading at least 2 liters higher than expected with flows greater than 6 liters/minute (lpm) at very low speeds and watts outside of normal operating range. Due to this and trouble with low or inaccurate blood pressure readings, the patient was briefly placed back on cardiopulmonary bypass. The pump speed was decreased to 1800 rpms and outflow was clamped. Vad was reading flows of 2 lpm with outflow graft clamped. The decision made to turn vad off and then restart in attempt to resolve inaccurate flow readings. Vad continued with inaccurate flow after coming off cardiopulmonary bypass the second time. Flow and power eventually stabilized to expected values. Hematocrit setting was accurate during event. The patient was moved to intensive care unit (ICU) post implant and is recovering as expected. The patient was extubated and is in stable condition per clinicians on site. No further information has been provided.